Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient had infection and bone loss. As a result, the implant was removed and the site was grafted. The patient also had pain and inflammation. Tooth location 19.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified signs of wear from use about the threads and drive feature. There was presence of bone residue and dried blood around the external threads. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The reported device was measured with calipers and the device was verified to match specifications. A device malfunction was not found during evaluation. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.